Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event: unknown. (B)(4) lot unknown. The product will not be returned. (B)(6) (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had an initial surgery on (B)(6) 2014 and was implanted with a plate, cortex and locking screws. Due to the patient's pain, age and non-active daily activity the surgeon decided to revise the patient. However, during an unknown time pseudoarthrosis occurred on the patient's humerus and a breakage of the cortex screw and the backing out of the locking screw was found which may have been possibly due to the pseudoarthrosis. On (B)(6) 2016 the patient was revised and the tip of the broken cortex screw remained in the diaphysis of the humerus. The surgeon thus decided that removing the broken tip by drilling was not necessary to complete the revision surgery. The surgeon did not apply any other plates or screws to perform the revision surgery. There was no surgical delay reported. Concomitant device: 1x 441.901s / lot no unk (philos - proximal humeral plate 3.5, 3 holes). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.